Event description:
It was reported that the patient was found unresponsive on (B)(6) 2025 at 13:40 with no blood pressure via doppler. The left ventricular assist device (lvad) was alarming for low flow as low as 0.1 liters per minute (lpm) and rhythm was unable to be determined on telemetry. A code was called and advanced cardiac life support protocol was initiated. The patient was transferred to cardiac intensive care unit. Log files were submitted for review. The event log file captured constant low flow events on (B)(6) 2025 at 1051 when the data capture started. It was noted that the fixed speed was set lower than the low limit (4500 rpm fixed vs 4700 rpm low limit) with flows consistently noted in the 1 lpm range. The fixed speed was adjusted several times between 1053 and 1128 resulting in ongoing low flow events. Flows did recover back into the mid 2 to 3 lpm range on (B)(6) 2025 after 1126. The log data in the event log did not go back far enough to see the beginning of these low flow events. No echocardiogram (echo) or computed tomography (CT) angiography tests were performed. On (B)(6) 2025, at approximately 11:00-11:30, the patient experienced ventricular arrythmias and hypercapnic hypoxic respiratory failure. The patient then cardiac arrested and was shocked for their ventricular arrythmias and patient was emergently intubated. A head CT was then performed and did not show evidence of new issues. Additional log files were submitted for review. The event log file captured low flow events back on (B)(6) 2025 with flows noted as low as 0.6 lpm. Also noted some low-speed advisory events due to the fixed speed set lower than the low-speed limit. Pulsatility index (pi) values were noted to be high during these low flow events and once the speeds were adjusted appropriately the estimated flows were above the 2.5 lpm threshold. Flows appeared to be on the low side still, but the pi values are slightly variable and in the 6-7 range. The patient's last echo was performed on (B)(6) 2025, and they were ordered to have a follow-up on (B)(6) 2025.

Manufacturer narrative:
A4: patient weight not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The controller event log files collectively contained events from (B)(6) 2025 through (B)(6) 2025 and (B)(6) 2025 through (B)(6) 2025. Sustained and intermittent low flow hazard alarms were captured throughout the file, most of which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-052386. No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1, ¿introduction,¿ lists potential adverse events, including cardiac arrhythmia and respiratory failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses all pump parameters. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, rev. A, and clinicians, rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.